Manufacturer narrative:
Tracking #.57270/a. D6: device returned with no lot identification. H6; code 400: missing swing tab. Proximate linear cutter reloading unit with safety lockout based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the cartridge, it was noted that the swing tab is not present on the cartridge. The cartridge was examined under magnification and there is evidence that a swing tab was present at one time. It could not be ascertained as to where the swing tab may have fallen off of the cartridge. It should be noted that each cartridge is 100% inspected through an automated vision system to ensure that the swing tab is present prior to shipment.

Event description:
It was reported by the rep the device was used during a colon resection. It was reported the tlc55 was fired first time successfully. After reloading surgeon could only advance firing knob one to two centimeters. The device was opened and several rows of staple legs were extruding, unformed. The device was reloaded and fired successfully. There no consequence to the pt.